Manufacturer narrative:
A review of the complaint history for s/n: (B)(6) was performed in salesforce in which it has been identified that a similar complaint with the same failure mode was reported for this serial number. Work order (wo) (B)(4) - mpar- main drawer 2.2 row board errors. A review of the device history record (DHR) for serial number: (B)(6), covering the manufacturing period beginning on 05jun2023, was conducted. The review confirmed that no manufacturing nonconformance's or production-related failures were identified that correlate with the customer-reported issue. The report of "mpar-rowboard issues" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the fse reseated the rowboard cable board cables and retractor bands at the back of all 6 smart drawers; tested the pockets in diagnostics; removed any debris found under them; found that main drawer 2.2 tray 1 would not release pockets. Finally, the fse replaced the tray and tested it. No further issues were observed. During dchu visual inspection: p/n: 356450-01: was received with signs of thermal damage and it had a loose pocket release wire. During dchu testing: p/n: 356450-01: the testing from dchu was not necessarily due to the visible and thermal damage observed in the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had row board issue. As per part investigation, it was determined that there was thermal damage of burnt and loose pocket release wire observed on the assy tray. There were no adverse events or injuries reported based on this event.